Event description:
It was reported that both leads dislodged. As the physician was unable to place the leads back into position, the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator, (B)(6) 2013. (B)(4).